Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for additional information from the clinic. Therefore, once updated information is available, a supplemental report will be submitted.

Event description:
Intera oncology was notified that a patient with an implanted hepatic arterial infusion pump demonstrated a lower than anticipated flow rate following conversion from chronic glycerin maintenance to heparinized saline. The pump was implanted on (B)(6) 2024. The patient had been maintained on glycerin for greater than one year and subsequently experienced disease recurrence, prompting re-initiation of floxuridine (fudr) therapy. The pump was refilled with heparinized saline. The treating team reported no difficulty flushing the bolus pathway and no evidence of partial or complete resistance during flushing. At follow-up, the observed pump flow rate was reported as 0.9 ml/day compared to the labeled flow rate of 1.3 ml/day. The patient returned for follow-up on (B)(6) 2026, at which time the observed flow rate was reported as 1.04 ml/day. The patient remained under clinical follow-up. Additional records were requested to evaluate historical flow rate trends prior to fudr re-initiation and during glycerin maintenance. Further evaluation and workup were to be considered based on subsequent flow rate observations. No adverse patient effects were reported in association with the observed flow rate deviation.